Event description:
The initial reporter stated they received discrepant results for one patient sample tested with tina-quant hbalc gen. 3 on a cobas c 503 analytical unit. No questionable results were reported outside of the laboratory. The patient sample initially resulted in an hba1c value of 13.4 %. The sample was repeated three times, resulting in hba1c values of 8.39 %, 8.25 %, and 8.22 %.

Manufacturer narrative:
The hba1c reagent lot number was 782848. The reagent expiration date was requested, but not provided. A reagent issue can be excluded as the correct rerun was performed with the same reagent. The field service engineer determined the cell rinse station was overflowing. The rinse station was adjusted and the analyzer was confirmed to be running back within specifications. The investigation is ongoing.

Manufacturer narrative:
The investigation determined the service actions resolved the issue. The issue is consistent with a service training issue as the rinse adjustments need to be checked and readjusted periodically.